Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that noise ,oversensing and anti tachycardia response (atr) events were noted when it comes to this right ventricular lead via remote monitoring. A review by technical services noted that a lead replacement or an additional lead should be added if noise is easily reproduced during isometric maneuvers. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that noise ,oversensing and anti tachycardia response (atr) events were noted when it comes to this right ventricular lead via remote monitoring. A review by technical services noted that a lead replacement or an additional lead should be added if noise is easily reproduced during isometric maneuvers. At this time the lead remains implanted. No adverse patient effects were reported. Additional information noted that this patient will be reviewed at the next schedule routine follow up. A decision to replace the lead or add a new one will be made based on the outcome of the follow up.